Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 340 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, coughing and vomiting. In addition the patient reports having a sinus infection. The patient replaced their pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids of potassium as well as an insulin drip. The patient was prescribed potassium and magnesium. The patient was discharged from the hospital after 48 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.